Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, lv pace impedance steady at approximately 750 ohms through week of (B)(6) 2015, rises out of range greater than 3000 ohms starting week of (B)(6) 2015. Alerts for lvtip to lv ring impedance greater than 3000 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to fracture, and high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.